Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed circuit board during start up. (B)(4).

Manufacturer narrative:
(B)(4).